Manufacturer narrative:
No medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with shortness of breath and was found to have a pericardial effusion. A pericardiocentesis was performed. The patient remained stable throughout the procedure. Pocket hematoma was present.